Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of chordal entanglement/rupture/mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported difficulty removing the device due to interaction with the anatomy could not be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions and due to the clip interacting with the chordae, which resulted in a flail when the clip was freed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the device and tissue damage. It was reported that the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced without difficulty and attempts were made to grasp the leaflet. There was no difficulty noted grasping the leaflet, but the mr could not be reduced. The clip arms were inverted in an attempt to bring the cds up above the valve to reposition; however, the clip became caught in the chordae. Troubleshooting maneuvers were performed, per instructions for use (IFU), and the clip was freed; however, a flail occurred. The clip was not deployed and the procedure was aborted, with no clips implanted. The mr remained at grade 4. No additional intervention was performed to treat the flail. No additional information was provided.